Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic excision of a lesion on the uterus, an error tone was provided by the system. The device was removed from the patient cavity and when the active waveguide was touched by the surgeon, a piece of the waveguide disengaged. Nothing fell into the patient cavity. A new dissector was opened and used to successfully complete the procedure.